Manufacturer narrative:
The received device had the cannula assembly fully deployed. No damages were found that would cause the cannula to dislodge from the skin. A cause of the reported dislodged cannula could not be determined. The cannula was measured out of specification and was seen to be stretched out. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 25 mmol/l (450 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly fell off the infusion site (hip/buttocks), causing the cannula to dislodge. As treatment, the patient gave manual injections of insulin using a pen.